Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error system detected. Customer's blood glucose at time of incident was 20mmol/l. The customer was advised about the pump errors reason. Customer was advised to disconnect from pump, take out battery and wait for 10 minutes. The customer was advised to insert new battery, update time and date, finish set change. The customer was advised to call back if needed.